Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fentanyl and midazolam sent to refill but was not communicating to station. A technical support specialist (tss) dialed into the station and backed up the database following knowledge article - "how to create a station database backup", confirming it was not encrypted and completing a non-encrypted backup. A full synchronized was attempted multiple times without dropping the database per knowledge article - "proper datasync procedure & how to place new db in es station", but it continued to fail. The database was then dropped, and a full synchronized was performed successfully. Debug logs showed no variation in change tracking versions, and the server confirmed the upload was current. The customer later reported a discrepancy that occurred the same day. Reports revealed that the count entered into the station was incorrect, and the customer could not resolve it. Tss recommended sending a count inventory and checked the station, finding no communication issues or errors. After consulting, it was determined that the issue was not related to the full synchronized and the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, medication (fentanyl and midazolam) was sent to refill, but failed to communicate with pyxis. Customer stated that another refill was sent to or8, but there were already plenty stocked in that location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.